Event description:
It was reported that the restraints won't latch/lock due to being broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.